Event description:
Gastric band placed in another country approximately 4 years ago. The patient came to md office approximately four months ago with complaints of epigastric pain, heartburn and vomiting with solid foods. Ugi (upper gi) performed at that time showed non restrictive gastric band with appearance of slippage horizontally. Surgery removal discovered anterior erosion and hiatal hernia.